Manufacturer narrative:
Additional information was received on 13-aug-2024. It was reported that the detached tip was fully taken out of the patient. The resistance did not result in any damage to the sheath. It is unknown if the resistance caused any damage to the dilator/catheter. The dilator/catheter/needle was able to move through within the sheath. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the tip was found broken. A detailed examination under the microscope was performed and the dome was observed detached leaving internal parts exposed. In addition, the pebax's surface was observed broken. The customer noted that there was resistance or difficulty during insertion or removal the device; however, the dome was fully taken out of the patient. Due to the findings, a manufacturing investigation was performed to determine the root cause of the separation of the dome. It was concluded, as per investigation performed, that the failure mode reported could not be confirmed as manufacturing related, since the failure mode reported could be related to excessive use of force on the device inside the guide catheter. Additionally, it was not possible to identify the model of guide catheter used during the procedure. However, an awareness session was performed to notify operators and administrators about the issue. A manufacturing record evaluation was performed for the finished device 31234278m number, and no internal action related to the complaint was found during the review. The tip separation could be related to the resistance issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue cannot be established. The instructions for use contain (IFU) the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The following codes were added to section h as they were noted to be missing on follow up report #1 (mwr-(B)(4)): h 6. Component code: material and/or chemical problem identified (c06). H 6. Investigation findings: sleeve (g04115). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, after withdrawing the catheter from the patient, it was found that the tip of the device had been damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received. It was reported that ¿the total tip of catheter broken in the puncture short sheath, the doctor removed the sheath tube¿. Additional information was requested to clarify if the detached tip remained inside the patient or if it was fully taken out. It was also reported that there was resistance during insertion or removal of the device. No internal sheath mechanism was exposed and no lifted nor sharp rings.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).